Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver dilaudid [2 mg/ml] at 0.1 mg/day, indicated for non-malignant pain. It was reported that the patient¿s pump was empty. It was reported that the event occurred about two weeks ago, in (B)(6) 2018. It was noted that the caller had access to the patient and an 8840 clinician programmer, and an empty pump alarm was occurring. No patient symptoms were reported. It was unknown if the patient missed the refill. It was stated that the patient let the pump go dry, and the caller did not know why. It was noted that this was not their patient, so they were only filling in for a different hcp. It was noted that the reason for the call was because they were not able to go through the whole programming to update the pump. Technical services reviewed empty pump considerations and walked the caller through the steps to update the pump. It was stated that they were able to get through the programming, and that they would review this information with the patient. No further complications were reported or anticipated.